Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Reportedly, the lesion site was described as a chronic total occlusion. It should be noted that the instructions for use states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the right coronary artery for treatment of a chronic total occlusion, a 3.0x23 rx xience v stent delivery system was advanced but could not cross due to heavy calcification. During removal of the sds, no resistance was felt; however, the stent dislodged from the balloon as the device was being drawn into the guide catheter. The stent migrated to the profunda. No intervention was performed to retrieve or embed the stent. The chronic total occlusion was not treated per physician decision and the procedure was aborted. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician stated that the stent dislodgement was due to the heavy calcification. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.